Event description:
An alarm issue was reported with the adc device used with an unknown device. The high/low glucose alarms did not sound and customer was unaware of changes in glucose levels. As a result, the customer experienced a loss of consciousness, dizziness, and was unable to self-treat. An ambulance was called and the customer was brought to the emergency room. The customer was treated with a glucose injection (500mg) by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. N/a was selected for PMA/510(k) # as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.